Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned devices were examined. Visual inspection revealed that three of the four returned screws are fractured. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the screws were installed during the initial surgery. Device use: these devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported a revision surgery was performed to address post-op screw breakage and malunion. Prior to the revision, the surgeon thought one screw was broken, but three screws were found to be broken during the revision. The shafts of the three screws were unable to be removed and remain implanted within the patient. No new hardware was added during the revision. This is report two of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2021-00355 through 3012447612-2021-00357.

Event description:
It was reported a revision surgery was performed to address post-op screw breakage and malunion. Prior to the revision, the surgeon thought one screw was broken, but three screws were found to be broken during the revision. The shafts of the three screws were unable to be removed and remain implanted within the patient. No new hardware was added during the revision. This is report two of three for this event.